Event description:
It was reported that, the fiber burst. The procedure was completed with another of same device. The patient outcome was not provided.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported fiber break cannot be confirmed. A review of the instructions for use (IFU) was performed. The IFU states careful handling of the fiber during setup is important to prevent fiber damage. Fiber damage may impact fiber performance. Improper use of the fiber or use of a damaged fiber may result in severe eye or tissue damage, or fire in the treatment room, or accidental laser exposure to the treatment room personnel or patient. Refer to the appropriate laser operator manual for detailed safety information. Hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber (see "fiber tip renewal during operation" for details). If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. A risk review was completed and confirmed that the events of fiber break was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of cause not established was assigned to this investigation.